Event description:
It was reported that the device battery seemed to be draining quicker than expected. The device was later explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device battery seemed to be draining quicker than expected. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed that the battery voltage was pre/approaching eri (elective replacement indicator). The weekly trend showed min bat=2.83 to 2.65 volts between (B)(4) 2011 and (B)(4) 2011, and is before device rrt<= 2.62 volt.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion, meeting 80% of the expected longevity. Performance data collected from the device was analyzed and revealed that the battery voltage was pre/approaching eri (elective replacement indicator). The weekly trend showed min bat=2.83 to 2.65 volts between (B)(4) 2011 and (B)(4) 2011, and is before device rrt<= 2.62 volt.